Manufacturer narrative:
Additional information was added to d5, g2 (add source), h6, h11. Correction: a1, a2, a3a, a4-a6, b3, b5, b6, b7, d10, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "this was discovered during biomed service testing. There was no patient involvement." To "this was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event." Upon further information, the medicated solution fentanyl was programmed to infuse a volume to be infused of 90ml and rate of 5ml/hr (for 1.5 hrs), then 2.5ml/hr for 18-36 hour duration. However, the pump was pulled after just 28.5 hours. H11: a review of the event history log identified multiple downstream occlusion alarms prior to the event date. However, the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused fentanyl. It was expected that approximately 52ml be left once the medication was stopped and discontinued; however, it was observed that 90ml was found. This was discovered during biomed service testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.